Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of post-laminectomy pain and spinal pain. It was reported that when the patient is charging they are able to get all 8 coupling boxes but then they drop off without the patient moving. The patient stated they had a return of pain because they were having difficulty charging the ins and the season change. They stated it was taking a long time to charge the ins. A replacement antenna was sent. Additional information was received from the patient on 2019-feb-11. They stated the replacement recharger antenna did not resolve the issue. They had seen a couple of doctors and was told the battery may need to be replaced but they wanted it to be checked by a manufacturer representative (rep) first. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). They were able to connect to the device and successfully reprogram. The ins was charged and the battery showed ¿ok¿ when they ran a diagnosis. They stated the recharging issues had been resolved. No patient complications were reported as a result of this event.